Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be determined. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 18:22:09. During night drain cycle one, the patient's ultrafiltration reading was 1469ml, indicating the home patient (hp) drained 1469ml more than their maximum programmed fill volume of 2300ml. No additional information is available.